Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported: "patient admitted with unstageable pressure ulcers evolving to left hip/ buttock area. Initially managed using medihoney wound gel for a period of 3 to 4 days in (B)(6) 2024. Not known to be allergic to honey. Changed to another dressing following 3 days of honey due to evolving pressure ulcer as clinically expected and transfer of patient to another site. Spent another 10 days in trust with no honey in use, no adverse reactions noted and discharged with no medihoney wound gel in use since the initial 3 days in june. Pressure ulcer continued to evolve during the 10 day period. Patient reported had been dressing his own wound with medihoney once discharged but this was not provided by hospital. Readmitted 21 days later with infected pressure ulcer that patient reports had deteriorated due to the use of medihoney wound gel." Patient reports he has been dressing area himself. Had no pressure relief mattress and unsure of position changes. Patient reported to the tvn (tissue viability nurse) he sleeps on hard concrete bed like device (prison).

Manufacturer narrative:
Medihoney sample was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. There is no evidence to suggest that use of the product caused an infection or worsened the clinically expected evolution of the pressure ulcer. It can be concluded that this complain is not the result of manufacturing, workmanship, or material deficiency of the product. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.